Manufacturer narrative:
Per tandem¿s user guide: ¿check that your connection between the cartridge tubing and the infusion set tubing is tight and secure.¿ per the cartridge instructions for use: replace the cartridge every 48 hours if using humalog; every 72 hours if using novolog. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose (bg) was 230 mg/dl. Correction boluses and insulin injections were administered to address bg. Pump system check with tandem technical support found the t:lock connection was loose. Customer tightened t:lock. Customer reported to have used humalog in the cartridge for 3 days versus the labeled 2 days. Customer inserted a new infusion set and insulin delivery was resumed.